Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) device exhibited low impedance. Subsequent device parameters within range at later check. The device remains in use. The patient is a participant in the post approval network (pan) product surveillance registry (psr) study. No patient complications have been reported as a result of this event.